Event description:
It was reported that the user experienced elevated blood glucose after eating cake and forgetting to announce the meal on the ilet, which represents a missed meal announcement consistent with a use error. The involved component was the user interface. No reported symptoms as there was insufficient information provided. Several attempts were made to obtain additional information but ultimately unsuccessful. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem; the event was attributed to a missed meal announcement involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.